Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor not displaying numbers was not able to be reproduced during analysis. The system monitor serial number vsm-3511 was received with missing feet. Further evaluation revealed the screws from the mounting feet were rattling inside. Mounting feet were added and the screws were reattached and secured. A full functional test was performed and the system monitor passed all steps. The unit was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not displaying numbers and was not working properly. The unit was sent for repair.